Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50 x 24 synergy¿ drug-eluting stent was selected for use; however, upon unpacking, it was noted that the stent strut was damaged. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.50 x 24mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. A stent strut from the 8th most proximal stent strut row was lifted from the stent profile. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The undamaged section of the crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the hypotube, shaft polymer extrusion profile and tip found no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50 x 24 synergy¿ drug-eluting stent was selected for use; however, upon unpacking, it was noted that the stent strut was damaged. The procedure was completed with another of the same device. No patient complications were reported.